Event description:
It was reported that during a lavh procedure, the device would not fire. Used a second device with no issue. No pt consequence.

Manufacturer narrative:
One device was returned in good visual condition and loaded with a 1/10 partially fired cartridge that was noted to have the lockout tab damaged. No functional test could be performed as the firing mechanism was damaged. When disassembled, four firing trigger teeth were broken. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so, that if, an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.